Event description:
It was reported that a user experienced a pairing failure with a libre 3+ sensor that was used with the ilet system, which was resolved after the user rescanned the sensor and proceeded through the stated warmup period. Symptoms included no reported adverse physiological effects, and blood glucose levels were reported as unaffected. Outcomes included no interruption to therapy and no medical intervention or hospitalization. Investigation included troubleshooting and user education regarding sensor pairing workflow and the required warmup period. Investigation of this case revealed normal device function following rescan, consistent with a transient pairing issue attributable to sensor warmup and user workflow. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with the device during the warmup phase and not a device malfunction.